Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarm. The customer's blood glucose (bg) level ranged from 220-412 mg/dl and insulin injections were administered to address the bg level. The customer change the supplies on the pump and the infusion set site multiple times. The cause was thought to be the infusion set site; however, upon removing the cannula, it was found to be straight. After the last occlusion, the system check showed that the infusion set site was a possible cause of the occlusion. The customer was to use a new set of cartridges.